Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was flipping in the pocket site. In turn, the patient underwent surgical intervention wherein the pocket was revised to address the issue.

Manufacturer narrative:
Date of event is estimated. The event of ipg pocket revision due to ipg spinning in the pocket site was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.